Event description:
The reporter indicated, the surgeon attempted to insert a 21.0 diopter cq2015a collamer aspheric three piece lens and the haptic broke in the injector. There was no pt contact. The reporter stated there was a problem with the injector. Add'l info has been requested, but none has been forthcoming. If add'l info becomes available, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B)(4) (haptic broke in injector). The product pertaining to this complaint was not returned for eval. However, the lens was returned and visual inspection found the lens optic torn. Both haptics were torn off and missing. The lens was returned in liquid and there was evidence of clear surgical residue. Eval method: lens work order search. Results: a lens work order search was performed and no similar complaints were found. Conclusion: based on the complaint history, work order search and the eval of the returned product, possible root causes for lens tears include both delivery system issues and possible handling errors by the customer. A multifunctional team investigated complaints regarding lens tears associated with the cq cartridge: the resultant corrective actions included improvements in mfg, release testing, and eval of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. (B)(4).